Event description:
Christiansen tmj fossa prosthesis initially placed into the pt's left tmj in 1994 institution unnamed. Pt reports pain free for 18 months. Pt involved in mvc and redeveloped pain in the left tmj. Pt taken to or for exploration of prosthesis in 2002. Christiansen fossa noted to be mobile with screws that had loosened. Another christiansen fossa was replaced to the left tmj during that surgery institution unnamed. The pt was noted to have no improvement after surgery, despite multiple treatments and subsequent procedures -no more within the left tmj however. The pt initially sought total joint replacement in 2004. In 2007, the pt eventually decided to proceed with surgery for bilateral tjr, in stages. In 2008, the pt went to the or for exploration, and removal of the left tmj christiansen fossa. The prosthesis was again noted to be completely mobile with loosened screws institution unnamed.